Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2023. Only one naviguide device was used. Twelve days after the procedure, the patient developed a superficial incisional infection on the left flank, characterized by yellowish discharge and mild abdominal pain. The patient was afebrile and reported no symptoms of fever or chills. A topical antibiotic and oral bactrim were prescribed. Per physician's assessment, the event was not serious, was possibly related to the device, and probably related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 13, 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023 and the day of adverse event reported at 12 days (pod12) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2115 captures the reportable event of "superficial incisional infection on the left flank." Imdrf patient code e2315 captures the reportable event of "yellowish discharge." Imdrf patient code e1002 captures the reportable event of "mild abdominal pain." Imdrf impact code f2303 captures the reportable event of "topical antibiotic and oral bactrim were prescribed."